Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2024, the user experienced severe hyperglycemia with blood glucose levels exceeding 600 mg/dl, accompanied by dizziness that prevented them from standing. The dexcom g7 continuous glucose monitor (cgm) sensor showed low glucose, contradicting fingerstick readings over 500 mg/dl. The user identified issues with infusion set adhesion, which likely contributed to insufficient insulin delivery. They had no backup therapy available and no assistance at home, prompting a 911 call and hospital admission. The user was using the convatec contact detach (23", 6mm) steel cannula infusion set. At the hospital, the user was treated with IV fluids and 10 units of manual insulin. After discharge, they replaced their g7 cgm sensor and infusion set, with guidance from support. Blood glucose levels trended down to 324 mg/dl by the end of the call. Replacement infusion sets were sent to address adhesion issues. The user confirmed resuming insulin delivery through the ilet system.